Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of an operational problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex video scope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the foreign material in the auxiliary water channel. The charge coupled device was replaced. There was no patient involvement.